Event description:
Reporter indicated that vns pt underwent generator replacement surgery due to infection. A new generator was implanted in the pt's right chest area. The infection was present at the pulse generator/pocket. The infection was treated with antibiotics and explant of pulse generator. Neurosurgeon indicated that the pt irritated/scratched at the incision site. Neurosurgeon also indicated that the infection has been resolved. Investigation to date has been unable to determine the cause of the reported infection. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.